Manufacturer narrative:
Device evaluation : lens was returned in liquid, in lens vial. .visual inspection found the optic and haptic torn. Claim # (B)(4).

Manufacturer narrative:
Corrected data: d10 - device available for evaluation: returned to manufacturer date, 05-nov-2019 should be corrected to 28-oct-2019. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +18.50 diopter, intraocular lens tore during loading. There was no patient contact with the device and a back-up lens was implanted successfully. Cause of event was unknown.